Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. That analyst noted that the lead was returned with the helix retracted and blood visible inside. (B)(4).

Event description:
It was reported that the right atrial (ra) lead became dislodged during extraction of other leads. The lead was explanted and replaced. No patient complications have been reported as a result of this event.